Event description:
It was reported that while puncturing the needle to the patient, the customer felt patient's bone. After removing the needle, it was discovered to be bent. No patient injury was reported.

Manufacturer narrative:
After confirming the returned item, we confirmed the reported event. We confirmed the manufacturing record of the lot, but no abnormalities related to this event occurred in the manufacturing process or inspection. As with the returned product, to reproduce the broken needle, we bent the needle beyond the standard and confirmed whether the needle could be broken. Bent at 45 degrees exceeding the supplier's control standard, and when the bent needle is returned, it breaks and returns. It was confirmed that the fracture surface was similar to that of the product. Based on the above results, as a result of performing various performance tests on the stored samples of the lot, it was confirmed that all of them met the criteria and that the product of the lot had no problem. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.